Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose was 42 mg/dl. The customer's mother also reported they were receiving several error messages. The customer received sensor error alerts and calibration error alerts. The customer's blood glucose was 122 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.